Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.